Event description:
End user called for assistance because the device did not test the calibration. This was confirmed by phone. The device was replaced and the defective one returned for investigation.